Event description:
Boston scientific crm received information that this atrial lead was not capturing. This was observed post operation. The patient was brought back into the cath lab for a lead revision. No adverse patient effects were reported. The explanted atrial lead will be returned for analysis. All dates were provided by boston scientific. Despite the event stating that the lead will be returned, it has not been returned to facility.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.